Event description:
It was reported that the lead was explanted due to suspected insulation damage.

Manufacturer narrative:
A partial lead body was returned cut in two pieces. Analysis noted externalized conductors due to an internal abrasion between 11.2cm to 14.0cm from the distal tip. The etfe coating was intact at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.